Event description:
Boston scientific received information that the patient with this pacemaker was seen in (B)(6) 2012. At that time, the ventricular output was increased from 4.5 volts to 5.0 volts, and the estimated remaining longevity was one year. In (B)(6) 2012, the patient presented for a follow-up appointment and the pacemaker was found to have reached end of life (eol) and was pacing at vvi 50bpm. Premature battery depletion was suspected. This pacemaker was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.